Event description:
It was reported that the right atrial (ra) lead exhibited a possible fracture with high and undefined impedance. The ra lead was reprogrammed to a device in the abdomen and was replaced during a complete transvenous system replacement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID: 4968-35 non-defib lead, implanted on (B)(6) 2012. Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.